Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed backup mode on the implantable cardioverter defibrillator (ICD). It was also noted that the patient was experiencing diaphragmatic stimulation. Programming changes were performed to resolve the issue. The patient condition was stable after the changes.